Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services and hospitalized on (B)(6), 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was unknown as customer passed out on the floor. Customer was treated with insulin drip for high blood glucose. Customer had test for ketones. Customer stated that the insulin pump had motor error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. The insulin pump will be returned for the analysis.